Manufacturer narrative:
Pump passed displacement test, sleep current measurement, active current measurement and self test. Pump was monitored and tested with no unexpected battery power loss noted. Pump error 25 found in history file due to j6 connector resistance issue.

Event description:
The customer reported via phone call that insulin pump had power error. The blood glucose at the time of the incident was 150 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.